Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the search period. The ca 27.29 aia-pack package insert states the following: quality control- in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event is unknown.

Event description:
It was reported that the customer received a discrepant patient result for ca 27.29 on their aia-900 analyzer. The customer stated that the day before the patient had a result of 122 u/ml and the doctor questioned the result. When the patient sample was repeated, the result was 8.7 u/ml, it correlated with a previous result of 9.0 u/ml. No further information was provided. The customer did not have any similar events with any other patients. The customer increased their delta check times to 365 days to identify any occurrences of erroneous results. The customer was unable to determine the cause of the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.